Event description:
Complainant alleged that during functional testing, the device displayed "pacer disabled" and "pacer fault 115" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple defective components on the pace/defib (pd) engine board, which included a diode and resistors. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.